Event description:
It was reported that a patient experienced a break in aseptic technique further described as the patient not cleaning the exchange area before starting peritoneal dialysis (pd) therapy, which caused peritonitis. The patient was hospitalized for the reported event. The treatment was not reported. The patient was later discharged from the hospital and is recovering from peritonitis. The pd therapy was ongoing. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The reported event occurred on an unknown date of (B)(6) 2013. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.